Event description:
The allograft was noted to be cracked at implant. However, they implanted it anyway and it "fell apart".

Manufacturer narrative:
The investigation is ongoing. The device will be returned, but has not been received yet. Any additional info will be reported in a follow up report.